Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was flickering. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus europa se & co. Kg (oekg) for evaluation. Oekg checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image flickers during poor contact. Omsc was unable to review the device history record and the device manufacture date was unknown, because more than 15 years have passed since the subject device was manufactured. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.